Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a pinhole in the blue stripe tubing through pinch valve pv43. The fse indicated that the tubing carries waste and diluent and the hole was a result of wear from the pinch valve. The fse replaced the tubing at pv43 to resolve the leak and repair was verified per established procedures. Failure mode of the leak is attributed to a pinhole in blue stripe tubing through pinch valve pv43. (B)(4).

Event description:
The customer reported diluent and cleaner leak of approximately 6 ml under the left hand side of the lh 500 hematology analyzer. The customer indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.